Manufacturer narrative:
(B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges of infection after fisrt revision. No revision operative note has been provided. There was no laboratory result for the alleged infection. First revision was captured under (B)(4). Doi: (B)(6) 2010; dor: (B)(6) 2010; (right hip) second revision. (B)(4) -first revision.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.